Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. (B)(6).

Event description:
It was reported that the patient was experiencing power elevations with increasing lactate dehydrogenase (ldh). The patient did not have hematuria, and international normalized ratio (inr) was in the range of recommended levels. The patient received antibiotic therapy for infection. The treatment was successful and infection values decreased. Log file analysis was done and a transesophageal echocardiogram (tee) and ramp study were recommended.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that hemolysis was confirmed, and there was no non-device related cause for hemolysis identified. Blood test results showed hemolysis, and it was indicated that the patient had hematuria. Ldh levels and pump power was high. The patient underwent surgical intervention on (B)(6) 2022 to correct the lvad inflow cannula malposition. Tee showed that pump flow and other pump parameters improved. The patient's infection was bacteremia, and no driveline or pump pocket infection was reported. The infection did not resolve, and the patient passed away on (B)(6) 2022 after cardiac arrest due to multi organ failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed slight power and flow elevations; however, a specific cause as well as a direct correlation to the heartmate (hm) ii left ventricular assist system (lvas), (B)(6), could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. A review of the submitted log file revealed that throughout the log file, there were elevations in pump power and calculated flow that were captured. Pump power ranged from 4.4 watts to elevations as high as 8.2 watts, while pump flow ranged from 3.5 liters per minute (lpm) to elevations as high as 11 lpm. A specific cause for these events could not be conclusively determined through this evaluation. No other atypical events or alarms were captured. Despite the observed events, the pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the patient handbook are currently available. Pump speed, power, flow, and pulsatility index (pi) are addressed in section 1, ¿introduction¿, of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 1 of the IFU, ¿introduction¿, lists hemolysis, infection, bleeding, death and various forms of organ failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. The patient care and management section provides information on controlling infection. Section 5 of the IFU, ¿surgical procedures¿ outlines considerations for pump placement and orientation and also provides instructions regarding the preparation, installation, and orientation of the sealed inflow conduit. Section 5 (under ¿inserting the sealed inflow conduit¿) states to ¿select the optimal sealed inflow conduit orientation at the ventricular apex. The following is critical in determining orientation: -the opening of the sealed inflow conduit should be directed toward the mitral valve and away from the intraventricular septum. -care must be taken to avoid excessive angulation of the sealed inflow conduit once the left ventricular assist device is in-situ. -the ideal orientation will anticipate that the dilated lv may shrink in size as its workload is assumed by the pump.¿ the hmii IFU also contains a section on ¿pump performance monitoring¿ under patient care and management which explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4.4 ¿clinical screen¿, contains sections on pump flow, pump speed, pulsatility index, and pump power. Section 8 of the IFU advises that all expired products should be disposed of. No further information was provided. The manufacturer is closing the file on this event.